Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing and low pacing impedance. During the revision procedure, damage due to user error was noted on the ra lead. The physician explanted and replaced the ra lead. The patient condition was stable.